Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire¿ guidewire was used in the sigmoid colon during a colon stent placement procedure performed on (B)(6) 2017. According to the complainant, the hanarostent naturfittm stent was being implanted to treat the stenosis, approximately 3cm, in sigmoid colon. The jagwire¿ guidewire was passed through the stenosis together with a non bsc cannula. The sigmoid colon was reportedly tortuous and there was resistance encountered when the cannula was passed through the stenosis. The guidewire was left in place and the stent was inserted along with the guidewire. The procedure was completed after the stent was successfully deployed. However, after the stent was deployed, the patient complained severe abdominal pain. The patient was examined and found that perforation occurred. Perforation at the area where the stent was deployed was confirmed through x-ray as it was found that contrast was leaking to the intraperitoneal space. The stent was removed through open surgery and colostomy was performed. The physician did not mention the relationship between the jagwire and perforation. In addition, there was no malfunction of the jagwire during use. In the physician¿s assessment, ¿ it was unknown the root cause of perforation, but the stent deployed area was perforated.¿ the patient¿s condition after the emergency operation was reported to be stable.

Manufacturer narrative:
Correction: (UDI) (B)(4).

Event description:
It was reported to boston scientific corporation that a jagwire¿ guidewire was used in the sigmoid colon during a colon stent placement procedure performed on (B)(6) 2017. According to the complainant, the hanarostent naturfittm stent was being implanted to treat the stenosis, approximately 3cm, in sigmoid colon. The jagwire¿ guidewire was passed through the stenosis together with a non bsc cannula. The sigmoid colon was reportedly tortuous and there was resistance encountered when the cannula was passed through the stenosis. The guidewire was left in place and the stent was inserted along with the guidewire. The procedure was completed after the stent was successfully deployed. However, after the stent was deployed, the patient complained severe abdominal pain. The patient was examined and found that perforation occurred. Perforation at the area where the stent was deployed was confirmed through x-ray as it was found that contrast was leaking to the intraperitoneal space. The stent was removed through open surgery and colostomy was performed. The physician did not mention the relationship between the jagwire and perforation. In addition, there was no malfunction of the jagwire during use. In the physician¿s assessment, ¿ it was unknown the root cause of perforation, but the stent deployed area was perforated.¿ the patient¿s condition after the emergency operation was reported to be stable. Additional information as of october 18, 2017. Reportedly, further information from physician stated ¿there was no resistance during passing the stricture by jagwire. There was no issue with the jagwire during use and jagwire was not related to perforation. On the other hand, strong resistance was encountered during passing stricture by stent and cannula, it is possible the devices were related to perforation.¿